Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Our distributor emailed and called to the initial reporter to obtain the additional information, however, there's no response. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5083700. The event description was: "I am an optometrist. A patient of mine received contact lenses from (B)(6) contacts that I did not prescribe for him. He wore those (B)(6) contacts and developed an infiltrative keratitis (an inflammatory reaction on his cornea) as a result of wearing those contacts."